Manufacturer narrative:
Please refer to the attached analysis report. -

Event description:
The subject lead was implanted on august (B)(6)2008 . On (B)(6)2020. , high ventricular lead impedance (above 3000 ohms) and high ventricular threshold (3.0v/0.5ms) were measured. A re-intervention was performed on may 20th. The patient was discharged from hospital without any problem. The subject lead was not explanted and was abandoned inside the patient.

Event description:
The subject lead was implanted on (B)(6) 2008. On (B)(6) 2020, high ventricular lead impedance (above 3000 ohms) and high ventricular threshold (3.0v/0.5ms) were measured. A re-intervention is scheduled for (B)(6) 2020.